Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve leak occurred. It was reported that once the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was discarded, it was detected that the valve was not working correctly since it was leaking blood constantly. The sheath was changed and the procedure was completed efficiently and safely . There were no patient consequences. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection, carto 3, and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. A carto 3 test was performed, and the device was visualized and recognized correctly, the deflection functionality was verified and no issues were detected. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The issue of hemostatic valve separation (dislodgement) has been reviewed and assessed as an MDR reportable malfunction. During product evaluation, the lot number was able to be verified as 00002047. As such, a device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through the quality system. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product was returned to bwi by the customer labeled/referencing a different complaint number to which it did not have any association. The product was received by bwi on 17-apr-2023. On 9-jun-2023, clarification was received indicating the product belongs to this complaint. As such, the awareness date is being considered to be 9-jun-2023. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve leak occurred. It was reported that once the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was discarded, it was detected that the valve was not working correctly since it was leaking blood constantly. The sheath was changed and the procedure was completed efficiently and safely . There were no patient consequences. They didn¿t think any section broke, they think it´s internal. The hemostasis valve (gasket) did not dislodge inside or outside the hub. The brim cap/hub did not detach from the sheath. No treatment required. Approximate volume of blood that was lost was zero.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The date of event was not provided. As such, date of event has been populated with 1(B)(6) 2023. Manufacturer's ref. # (B)(4).